Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received blank display due to corroded electronic assy. Analysis noted a burnt keypad overlay, burnt keypad traces and broken reservoir tube lip noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 355 mg/dl. Mother stated the insulin pump went blank after jumping into pool. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.